Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer¿s high blood glucose level of 600 mg/dl and low blood glucose level of 46 mg/dl. The customer was assisted with troubleshooting and declined. The customer was treated with insulin pump for high blood glucose and food for low blood glucose. Customer was using insulin pump system within 48 hours of reported high as well as lo blood glucose event. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high and low blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that they did not alleging insulin pump for over as well as under delivering. The patient was disconnected during the rewind or prime sequence. The insulin pump will not be returned for analysis.